Manufacturer narrative:
Additional information: d9, h3, h4, h6, h10. H10: one (1) actual sample was received for evaluation. Visual inspection via the naked eye noted fluid inside a bag that contained the device suggesting a leak had occurred. A functional leak test was performed on the unit by filling the bladder with green color water. The flow rate was set at 5ml and monitored until the next day. The following day, a leak was observed at the flow adjustment knob (dialer of the multirate control module). The reported condition was verified. The cause of the condition was most probably related to manufacturing. A nonconformance has been opened to address this issue. The remaining devices were not received; therefore a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume multirate infusors were leaking. The event was further described as leaking from the flow adjustment knob during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.